Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer stated that a there was a separation at a connection port during an infusion. There was no patient harm.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of connector below the port separated during use was confirmed per picture provided shows that the non-dehp tubing was completely separated from the nac-y143 outlet port. The root cause of this failure was not identified.